Event description:
During lap assisted closure of colostomy/mobilization of splenic flexor/small bowel resection/lysis of adhesions and primary repair of incisional hernia, echelon circular powered stapler did not fire. The device showed an indicator light that it was ready to use but was apparently in a used type position, so it did not work as intended. No patient injury. Ref 3005075853-2020-06295.